Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had lost her right-sided back coverage. It was determined that patient¿s right lead had no contact to the ipg based on what was shown on the impedance screen. The patient underwent a revision procedure wherein the leads and the splitter were replaced due to fractured splitter and proximal lead contacts. The patient was doing well postoperatively.

Event description:
A report was received that the patient had lost her right-sided back coverage. It was determined that patient¿s right lead had no contact to the ipg based on what was shown on the impedance screen. The patient underwent a revision procedure wherein the leads and the splitter were replaced due to fractured splitter and proximal lead contacts. The patient was doing well postoperatively.